Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The xt mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is being filed for tissue damage caused by user error. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and thin valves. The xtw clip was opened to 120 degrees while crossing the valve. Inside the valve, steering was performed by turning the delivery catheter (dc) handle for clip arm rotation. Leaflet grasping was attempted and the dc handle was retracted with force causing the clip to open to 180 degrees. The clip was high at the annulus level, at a grasping angle that was not ideal. The operator proceeded to attempt to grasp. The clip was fully closed on the leaflets, and it was noted at the top of the clip arm, there was a tear of the posterior leaflet. The leaflet was pierced, and the mr increased. The operator tried to grasp without success, eventually relocating to the medial a2/p2 segment. The leaflets were grasped and the clip was deployed. A second clip was required to treat the gap from the pierced leaflet. The xt clip was attempted to be placed lateral on a2/p2. During grasping attempts, the anterior leaflet was not in the clip arm. Controlled gripper actuation (cga) was used to grasp the anterior leaflet. During this attempt the posterior gripper was dropped onto the posterior leaflet. A lot of force was applied to the steerable guide catheter (sgc) to reach the anterior leaflet and grasp, causing tension to the posterior leaflet. The physician was advised to release the tension and to not close the clip further. The clip was closed anyway, which resulted in another piercing of the posterior leaflet. Echocardiogram noted that the posterior leaflet was degenerated, without a grasping landing zone. Therefore, the clip was removed and the procedure was aborted. The mr remained at a grade of 4 and the patient is in the intensive care unit (ICU). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the difficult or delayed positioning appears to be related to patient morphology/pathology and procedural conditions associated with the location of the clip. A cause for the reported unspecified tissue injury cannot be determined. The unchanged mitral regurgitation (mr) appears to be related to the tissue injuries that occurred during the procedure. Tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. The improper or incorrect procedure or method (user error) was related to user retracting the delivery catheter (dc) handle with force. It should be noted that the mitraclip g4 system IFU instructs the user ¿without using excessive force, retract the dc to grasp the anterior and posterior leaflets.¿ in this case, the account is aware of this instructions for use (IFU) deviation. It is not confirmed whether the user error contributed to the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.